Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large he-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a loose grip cable at the proximal end. Additional observation: the clip applier instrument failed the clip test. The clip could be installed onto grips but, it did not fully close. The instrument moved intuitively with full range of motion in all directions when placed on an in-house system. The probable root cause of difficulty applying a clip is attributed to the damaged grip cable leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument clip could not be held. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no visible damage. The incident with the clip applier occurred when the surgeon triggered the clip and it did not close.